Manufacturer narrative:
E1: initial reporter postal code : (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device did not run completely during patient infusion and the patient heard "murmuring" from the device. It was filled with 79ml 5-fluorouracil and 17ml 5% glucose having a final volume of 96ml. The expected infusion time was 2 days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.